Manufacturer narrative:
Prior catheter revision was captured in related MFR 3010079947-2019-00108. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 92% efficiency. Root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced an under infusion after catheter revision. Patient indicates pain level is moderate-severe. The problem is stable. It occurs persistently. Location of pain is lower back. The patient describes the pain as an ache, burning, deep, dull, numbness, sharp, shooting, stabbing, throbbing and tingling. Symptoms are aggravated by bending, sitting, standing and walking. Symptoms are relieved by lying down." Surgical intervention was taken to explant the pump.